Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported inability to increase or decrease stimulation using the controller, first noticed about three days ago. Pt stated that no error message appeared when attempting to adjust stimulation. Patient mentioned their controller won't come on and they were not getting stimulation. Patient mentioned they left their controller on the charger on all night. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins and controller port. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Controller showed no device found then cannot recharge device the controller battery is too low recharge the controller. Agent reviewed with patient to fully charge the controller then they can proceed forward to connect to their implant. Patient will call back if further assistance is needed.